Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician was doing a sacrospinus vault suspension and the capio suture head came off in the patient. Another device was opened and used and the patient is in good condition but the suture head of the capio suture could not be retrieved.

Manufacturer narrative:
Qn# (B)(4). A DHR review could not be conducted since the lot number was not provided. An attempt to duplicate the failure mode was not made due at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause.

Event description:
The physician was doing a sacrospinous vault suspension and the capio suture head came off in the patient. Another device was opened and used and the patient is in good condition but the suture head of the capio suture could not be retrieved.